Event description:
As reported by the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, the right common iliac was dissected. Two viabahn covered stents were used to treat the dissection (10 x 10cm and 10 x 5cm). The patient required seven (7) units of blood and two units of fresh frozen plasma (ffp) however the patient remained in stable condition throughout the procedure. It was decided to stop the procedure at this point and bring the patient back at another time to place the valve. The groin was closed in normal fashion. The patient left the room in stable condition. Per the case summary, surgical cut-down performed on the right groin. The right side vessel was noted to be moderately tortuous and mildly calcified. The vessel was dilated using the retroflex dilator kit up to the 28 fr size. The physician then slowly inserted the 24 fr retroflex 3 introducer sheath. The sheath slowed just distal to the aortic bifurcation and the physician did not force the sheath any further than it would easily go. It was noted that the systolic blood pressure had dropped by approximately 12mmhg from 124/60 to 112/60mmhg. While maintaining wire access the 24 fr sheath was slightly retracted. An angiogram via a pigtail catheter from the contra lateral side revealed a dissection in the right common femoral artery.

Manufacturer narrative:
In this case, a device history record (DHR) review is not required as there was no allegation of product malfunction. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, the minimum luminal diameter (mm) for the vessel was 7.8mm, there was mild calcification and moderate tortuosity. It is likely that patient vessel factors (smaller than indicated size, calcification and/or tortuosity not appreciable on imaging) along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.